Event description:
The customer reported that vasoseal was used on 3/27 following a diagnostic catheterization procedure. The pt had a rebleed 1 1/2 hrs. Post procedure that was controlled by manual compression. The pt was ambulated at 6 hrs. And discharged with a small hematoma. The pt presented to ER twice and was admitted for testing. A pseudoaneurysm was diagnosed which required surgical repair.